Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a (B)(6) patient had a skin irritation. The patient had a rash under the ECG electrodes. The rash was reportedly itchy. The patient removed the lifevest to allow the rash to heal. The patient's physician prescribed the patient a cream to use on the rash. The medical outcome of the rash is unknown.